Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and the receiver would perpetually boot up; therefore functional testing and the manual "try it" test was unable to be performed. The receiver case was opened to download the data log directly from the ui pcba board. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction.the reported event of no audio output could not be confirmed during log review. The complaint confirmation was unable to be determined. A root cause could not be determined.